Event description:
Customer reports meter results of 323 mg/dl and 146 mg/dl within 10 minutes on aviva system. Customer reported no symptoms, treated self based on 323 mg/dl result. No adverse event reported, a request was made for the return of the product, replacement was sent.